Event description:
The customer had a serum sample that recovered a glucose result of 543 mg/dl. This result was accompanied by a reference range data flag. The result was reported to the physician. The physician questioned the result and requested a rerun. The hospital lab where the original tube was drawn repeated the sample on a different analyzer and recovered 88 mg/dl. A second patient, male, (B) (6), was tested (B) (6) 2010 for glucose and recovered 575 mg/dl. This result was accompanied by a reference range data flag. This result was reported to the physician but was rerun on the same analyzer within minutes and recovered 100 mg/dl. A corrected result was sent. Neither patient was treated based on an erroneous glucose result. Neither patient was adversely affected. Both patients are stable. The glucose reagent lot # is 617746. The field service representative found damaged and worn syringes. He replaced syringe tips on both 500 ul syringes. Performance tests were performed which were successful.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.